Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/14/2024. H6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: please confirm the quantity of product involved and the quantity of product to be returned. Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq). D4: UDI for lot tlmpmt (B)(4). Additional information: d4, h4 - the actual device batch number associated with this event is not known. The possible batch numbers are reported as follows: batch tlmpmt; batch tmmkuz. A manufacturing record evaluation was performed for the finished device tlmpmt / 1696g batch number, and no non-conformances were identified. Expiration date: sep/30/2028 date of mfg.: oct/18/2023. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2024 and suture was used. During an unknown surgery, it continued to use even though it was occurred that the suture was broken during the operation. However, the suture was broken so many times that it was stopped using halfway through. It was not a control release needle. There were no adverse consequences to the patient. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/13/2024. H6 component code: g07002 no device problem found. D4: UDI for tlmpmt: (B)(4). UDI for tmmkuz: (B)(4). A manufacturing record evaluation was performed for the finished device tmmkuz / 1696g batch number, and no non-conformances were identified. Expiration date: oct/31/2028. Date of mfg.: nov/21/2023. H3 investigational summary: the product was returned to ethicon for evaluation. One unopened sample was received for analysis. Product code 1696g/lot tmmkuz. To evaluate the condition of the returned sample, the packet was opened. The swage and attachment area were noted to be as expected. The suture was dispensed without problems and examined along the strand and no issues related to breakage sutures or anomalies were observed during the evaluation. The functional test was performed using instron equipment and the tensile force was above the minimum requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Additional h3 investigational summary: the product was returned to ethicon for evaluation. Four unopened samples were received for analysis. Product code 1696g/lot tlmpmt. To evaluate the condition of the returned samples, the packets were opened. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand and no issues related to breakage sutures or anomalies were observed during the evaluation. The functional test was performed using instron equipment and the tensile force was above the minimum requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.